Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call no delivery alarm was occurring. Customer's blood glucose was 156mg/dl. Troubleshooting was completed. No delivery alarm was occurred during manual prime. The customer stated they have tried all remedies. The customer was advised to revert back up plan. The customer was advised to replace the insulin pump. The product will be returned for analysis